Event description:
It was reported that, "as surgeon was attempting to insert prosthesis the latch that slides to engage to stem broke off. The surgeon was able to pry the prothesis out, and use the secondary impactor to complete the task."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted on the supplemental report.